Event description:
Consumer claims to have been pierced with the inverness ear piercing system in 2000 at a retail vendor. In 2000 consumer sought medical treatment for an allergic reaction to the earring and was prescribed medication and a cream.